Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Beginning (B)(6) 2014, rv bipolar lead impedance measured 1056 ohms. Impedance has been steadily rising, up to 2288 ohms on (B)(6) 2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high right ventricular (rv) lead pacing impedance and possible fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.